Event description:
It was reported that a user participating in the ilet experience study experienced hyperglycemia of unclear cause while using the ilet system and reported feeling nauseous. Symptoms included nausea consistent with a hyperglycemic episode. Outcomes included an impact on the user¿s health without reported hospitalization or long-term disability. Investigation included internal complaint intake and assessment of available usage context to determine whether a device malfunction, use error, or external factor contributed. Investigation of this case revealed no confirmed device malfunction or component failure and no confirmed user error based on the information provided. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.